Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited a premature battery error message. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data and confirmed device battery is depleting prematurely. Ts provided recommendations for device replacement in the near future. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited a premature battery error message. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data and confirmed device battery is depleting prematurely. Ts provided recommendations for device replacement in the near future. The device remains implanted. No adverse patient effects were reported. New information was received advising this s-ICD device exhibited premature battery depletion (pbd), a revision procedure was completed. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited a premature battery error message. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data and confirmed device battery is depleting prematurely. Ts provided recommendations for device replacement in the near future. The device remains implanted. No adverse patient effects were reported. New information was received advising this s-ICD device exhibited premature battery depletion (pbd), a revision procedure was completed. Besides surgical intervention, no adverse patient effects were reported. The explanted device has been returned, and product analysis completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.